Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately four months post implant of the lvad, the patient "was having issues with the pump." Based on the hospital's clinical judgment, a decision was made to exchange the lvad. The device was successfully exchanged with another lvad and the patient is doing well post-op without any further issue. It was reported that upon inspection of the explanted of the lvad, the hospital observed thrombus within the pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.